Manufacturer narrative:
According to the information received, this case seems to be linked to a vascular complication. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products this is default text configured for block h10.

Event description:
Ischemia in the lips [vascular skin disorder] case narrative: the french subsidiary notified teoxane geneva of an adverse event on 20-apr-2026. The case was reported by a french injector. According to the injector, the patient was injected on (B)(6) 2026 with: teosyal rha 2 in the lips (rc/2604041), teosyal rha 1 in the lips (current complaint). Immediately after the treatment patient experienced an ischemia in the lips. The local medical expert was consulted. At the time of this report the patient's symptoms are monitored and the investigations are ongoing. Imdrf code annex g is erroneous in this case (due to database issue). Please consider code g04127 - syringe.